Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No blank display was noted. The insulin pump had a cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer stated that the insulin pump has stopped working, and requested a replacement. The customer then stated that she was hospitalized for diabetic ketoacidosis. The blood glucose reading at the time of admission was not known. The customer stated she experienced nausea, fever, hallucinations, unstable blood pressure, and was hyperventilating. The customer stated she was hooked up to so many machines that she thought she was going to have a heart attack. The customer stated she was having several problems with the insulin pump, and asked her doctor to put her back on manual injections, but that has not been working. Troubleshooting was not possible because the display was blank. The customer had tried several batteries, but the screen remained blank. Advised the customer that the insulin pump would be replaced. Nothing further was reported.